Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively during suturing in a laparoscopic procedure, the device needle popped off the suture. A new suture was used to complete the procedure. The patient outcome was asked but unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of eight devices. The visual inspection of the sample noted no sutures and 1 needle. The needle was observed to be detached from the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. A needle attachment test was performed on the sealed samples and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.